Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 03 bin 06 experienced issues that caused the drawers to fail to open. A field service engineer (fse) powered off the unit, removed and repaired the spring on the cubie tray to ensure the cubie remained secured, reassembled the components, and restarted the system, and testing confirmed proper functionality. The fse manually opened each drawer to verify that no obstructions were present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer 03, bin 06 was having issues, which caused the drawers not to open. When the customer attempted to issue a medication from the patient list, the drawer did not open after selecting issue. After the customer performed a reboot, all drawers went offline. Upon remoting in, it was found that cubie 06 04 (size 3 cubie) was not staying seated, which caused the drawers to fail to open when prompted for medication retrieval. Additionally, the drawers were catching at about the halfway point initially popping out normally and then catching, creating drag that required the user to pull harder to fully open the drawer. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.